Event description:
During the procedure the occlusion balloon would not deflate properly when required. The physician inserted the occlusion balloon wire into the pt and inflated the balloon to occlude the vessel. The physician inserted a pre-dilitation catheter and dilated the vessel. The physician inserted the aspiration catheter and aspirated the vessel two times. The physician removed the aspiration catheter. The physician inserted a stent delivery catheter and deployed a stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel two times. The physician attempted to deflate the occlusion balloon, however the occlusion the balloon did not deflate completely when required. The physician decided to removed the occlusion balloon partially inflated and was able to removed without issue. The pt is reported to be fine.